Event description:
It was reported that the pump housing was damaged making it difficult to load cartridges. Additionally, it was reported that the pump usb port was loose, and the pump battery intermittently could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle. The customer declined assistance from tandem customer technical support regarding the issue. There was no reported adverse effect to the customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.